Manufacturer narrative:
MFR's report date: (B)(4) 2012. The customer has requested an event log review. The data set and event logs have been received and the eval is pending. A f/u report will be submitted once the failure investigation is complete.

Event description:
Customer called tech support for assistance with a download of event logs. Per email"nurse said she hit a certain set up but the infusion was not as expected." Customer noted the medication was hydromorphone, and pca dose was intended to be 2mg, however noticed during the delivery does was 0.4mg. The doctor was called and the order was changed. Per email from customer additional event details were provided. "The event seems to start at 2:51:24 pm on (B)(6) 2012. The pca settings were set to a loading dose of 034mg, dose 2mg, lockout 8 mins and four hour limit at 4mg, dose 2mg, lockout 8 mins and four hour limit at 4mg. The nurses said that when they checked the pump it was delivering only 0.4mg each time the hand button was pushed. No changes in vital signs or pulse oximetry, she required no special monitoring, testing or transfer to a high level of care. She did require more medication for pain. The house physician ordered a dose of morphine 2mg IV for her.